Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The associated device failed the self-test using these pedi padz ii, the device displayed an electrode fault error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product has been disposed of and will not be returning to zoll.